Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that she experienced elevated blood glucose on the morning of (B)(6) 2012. Her blood glucose was 27 mmol/l (486 mg/dl) when she woke and 25.5 (459 mg/dl) mmol/l after breakfast, and she delivered 5 i.e of insulin via the infusion device. Her blood glucose was "hi" a few hours later, and she delivered 5 i.e of insulin via pen. She disconnected the infusion device and delivered a bolus. The infusion device sounded like a bolus was delivered but no insulin flowed from the infusion set. The infusion device was replaced and requested for eval. The pt did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.